Manufacturer narrative:
Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. Ten pieces of retention samples were analyzed for a visual and functional evaluation in order to verify the defect that the client reports. The retention samples presented satisfactory results, no defect observed with deformation of the thread or nozzle of syringe. The lot was inspected according to the current work instruction with satisfactory results for the characteristics required for its approval including functional tests. No non-conforming part that could be attributable to the defect reported by the client was presented. No deviations (quality notifications) were reported during the manufacturing process. Investigation conclusion: no physical sample or customer photograph is received to evaluate the reported luer damaged. Root cause description: during the review of the batch no problem attributable to the defect reported by the customer was detected. Rationale: the lot was inspected according to the current work instruction with satisfactory results for the characteristics required for its approval including functional tests. No non-conforming part that could be attributable to the defect reported by the client was presented. No deviations (quality notifications) were reported during the manufacturing process.

Event description:
Material no. 309657, batch no. 8222920. It was reported that before use of the bd luer-lok¿ disposable syringe with bd luer-lok¿ tip the luer was damaged. There were two occurrences. The following information was provided by the initial reporter: customer reported that cartridge was defected at the area when she usually insert the needle with insulin.